Manufacturer narrative:
Terumo has obtained the actual device; however, terumo is still investigating this issue and will be submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that at or near the end of cardiopulmonary bypass surgery, blood clots were discovered in the oxygenator. The product was not changed out. There was no harm to pt. Surgery was completed successfully.